Event description:
A home pt family member contacted baxter's technical service center for assistance during dwell 1 of the home pt's automated peritoneal dialysis therapy. Reportedly, the home pt had their homechoice machine and 1 solution bag on a "trolly cart" and 1 solution bag on their night stand. The home pt bumped into the "trolly cart" causing it to move, and subsequently the solution bag on the night stand become disconnected for the supply line of the homechoice set. Baxter's technical service center assisted the home pt's family member in ending therapy early. Therapy was completed by setting up with new supplies. No pt injury or medical intervention was associated with this incident, per the home pt.